Manufacturer narrative:
Eval summary: the analysis results found that the er420 instrument was returned in good visual condition. The instrument was cycled and ejected 6 clips. During functional testing, the instrument jammed twice due to the improper advancement of the clips that did not allow the subsequent clips to be fed. After the clip was removed the subsequent clips could be fed. The instrument did not lock out as intended and the antibackup was noted to be non-functional. An investigation has been initiated to address the root cause of the ejected clips. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a cholecystectomy the clip jammed. Another device was used to complete the case. There were no adverse consequences to the patient.